Manufacturer narrative:
There were multiple PMA/510k numbers. The information for each additional PMA/510k is as follows: g.5. PMA / 510(k)#: k222591. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a patient sample in bd bactec¿ plus aerobic/f culture vials (plastic) gave a molecular false positive result. Patient (B)(6): (B)(6) 2023. Sequence #: (B)(6). Bottle lot #: 3110054. Bactec sn: (B)(6). Biofire bcid2, cat # rfit-asy-0147, lot # 1980823. Biofire was a dual positive - e. Coli, c. Tropicalis. Prelim culture result: gram negative rod resembling e. Coli. Gram stain: gram negative rods. No erroneous results reported.

Manufacturer narrative:
H.6 investigation summary catalog: 442023 batch no.: 3110054 customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. H3 other text : see h.10.

Event description:
It was reported that a patient sample in bd bactec¿ plus aerobic/f culture vials (plastic) gave a molecular false positive result. Patient #6: (B)(6) 2023 sequence #: 449293046500 bottle lot #: 3110054 bactec sn: (B)(6) biofire bcid2, cat # rfit-asy-0147, lot # 1980823 biofire was a dual positive - e. Coli, c. Tropicalis prelim culture result: gram negative rod resembling e. Coli gram stain: gram negative rods no erroneous results reported.